Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. During the inspection a deformed inner coil directly next to the df4 connector pin was found, which can be considered to be the root cause of the observed deploying issue. Further investigations indicated that the deformation was caused by overrotation of the inner coil during the extension or retraction of the fixation helix while repositioning the lead. Damages such as a cut into the insulation 19 cm distal to the df4 connector pin, most likely resulted from the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted. Physician attempted to reposition lead to more apical position and was having difficulty deploying the helix so they wanted a new lead. No adverse patient events reported. Should additional information become available, it will be added to this file.